Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Device inspection found insertion part , nozzle was clogged. The air/water nozzle is clogged and corroded. The customer error description could be confirmed. Further incoming inspection findings listed below: a-rubber cementing chipped & cracked, distal end cap cracked, aw-nut corroded, auxiliary channel port corroded, leakage connection corroded, m52 bending 2 cut wires, angulation insufficient, ccd-lens scratched, c-tube scratched, uc-cord scratched, and bending section -2 cut wires. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, a/w (air/water) aspiration problem occurred during a colonoscopy procedure. The event caused a delay of nearly 30 minutes. To complete the procedure air has been insufflated manually. The procedure was completed with the same device. No injury or harm has been reported by the customer. Device return evaluation found clogged nozzle. The air/water nozzle is clogged and corroded. This event is being submitted, reported due to clogged nozzle. Insufficient reprocessing, problem related to reprocessing.

Manufacturer narrative:
Correction: g2 (other, italy) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of inspection, it was presumed that the cause was due to lint or fibers of a cloth for wiping the device during reprocessing being carried away by reprocessing fluids and entering the air/water channel. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system · inspection of the air-feeding function · inspection of the objective lens cleaning function. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: ·all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(6). Device inspection found insertion part , nozzle was clogged. The air/water nozzle is clogged and corroded. The customer error description could be confirmed. Further incoming inspection findings listed below: a-rubber cementing chipped & cracked, distal end cap cracked, aw-nut corroded, auxiliary channel port corroded, leakage connection corroded, m52 bending 2 cut wires, angulation insufficient, ccd-lens scratched, c-tube scratched, uc-cord scratched, and bending section -2 cut wires. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, a/w (air/water) aspiration problem occurred during a colonoscopy procedure. The event caused a delay of nearly 30 minutes. To complete the procedure air has been insufflated manually. The procedure was completed with the same device. No injury or harm has been reported by the customer. Device return evaluation found clogged nozzle. The air/water nozzle is clogged and corroded. This event is being submitted, reported due to clogged nozzle. Insufficient reprocessing, problem related to reprocessing.